Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. The cgm was reading 70 mg/dl and the blood glucose reading was 28 mg/dl. The patient passed out on the floor, but they where able to wake him up with 50 grams of sugar in a form of liquid and gel provided by his mother. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report the same day, the patient's condition was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.